Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0001825034-2021-03512.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0001825034-2021-03512.

Event description:
It was reported the patient underwent a knee revision approximately three months post-implantation due to pain, bone fracture, and fracture of the implant.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03512, and 0001825034-2021-03514. Concomitant medical products: cps short anchor plug 12mm catalog#: 178554 lot#: 037940, cps sm sht spdl w pins 600lbf catalog#: 178366 lot#: 814370. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.